Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during overnight use, the user experienced hypoglycemia with a lowest blood glucose of 65 mg/dl, and the ilet alerted to the low. The event was corrected with oral glucose using skittles and sprite and did not require assistance or medical intervention. Symptoms were not reported. Outcomes included successful self-treatment without clinical sequelae. Investigation included troubleshooting and user education, including instruction to treat lows with a reduced amount of fast-acting carbohydrate and acknowledgment that the ilet was in its learning phase and would continue to adjust. Investigation of this case revealed an unclear cause for the hypoglycemic event, with device performance consistent with automated adjustments and user-reported rebound from larger carbohydrate treatments prompting additional insulin microdoses. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.